Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 500 mg/dl. The customer stated that prior to the event, he experienced low blood glucose. The customer stated that he over ate to treat the low blood glucose, which resulted in the hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.